Event description:
It was reported to a physio-control customer service representative that the customer's device did not function when used on a patient with cardiac arrest. The hospital crew applied the third-party defibrillation electrodes (skintact) to the patient and started to analyze but the device did not show a reading. The crew got a back-up device from a nearby ward. The delay in getting the analysis was approximately 1-2 minutes. The patient recovered for a while but passed away approximately 1 hour after the treatment. After the event the device was checked by the hospital staff and it functioned properly.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. A second clinical review was performed based on the information received from the customer and the electronic patient record from the device. It was determined that it is likely that neither the device use or the use of third party electrodes contributed to the outcome of the patient. Proper device operation was observed through functional and performance testing. After evaluation, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4): a clinical review of the reported event was performed where it was determined that there was insufficient information available to determined the impact of the device failure to the outcome of the patient.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.